Manufacturer narrative:
Concomitant medical products: cmrm6133 envelope, implanted on (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pocket infection approximately five weeks post the implantation of an implantable pulse generator (ipg) system with a antibacterial absorbable envelope. The ipg system was removed. Cultures were taken and medication was administered. As the patient was dependent an external temporary pacing device was used. Six days later a leadless pacemaker was implanted. No further patient complications have been reported as a result of this event.